Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm and off no power without low battery indicator on the insulin pump. Customer's blood glucose level was 71 mg/dl. Troubleshooting for off no power was performed. Customer advised the insulin pump powered off and flashed with a black display screen. Customer received a low battery alarm and replaced the battery. Customer advised the following day they insulin pump stated that they need to change out the battery once again. Customer declined to troubleshoot for battery out limit alarm. Customer was advised to monitor the insulin pump and call back if issues persist.